Event description:
The maryland bipolar forceps instrument was returned by the site without a reported defect. Late submission of this medwatch report is due to a reporting oversight by the responsible complaint handler.

Manufacturer narrative:
Engineering evaluation of the returned instrument found that the distal end of the main tube has various scratch marks with light material removal. The scratches are .105 - .120 in length and not aligned with the tube axis. Engineering concluded that the damage was likely caused by mishandling/misuse. No other damage was found. The instruments and accessories user manual specifically states: general precautions and warnings - handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. Do not use an instrument to clean debris from another instrument intraoperatively. This may result in damage to the instruments or other unintended consequences, such as disconnection of the instrument tip. The failure analysis finding does not constitute a MDR reportable event; however; the damage to the instrument's main tube, could likely cause or contribute to an adverse event if the malfunction were to recur.